Event description:
With vacuum set point at neg 20 and 30 res press consistently 30 to 50 pts higher. Standard isolation of vacuum by clamping above y functioning normally. Changed res press transducer and rezeroed. In case yesterday, had to run vavd neg 10 in order for res press to be neg 40. Testing again in or 10 today with same result.

Manufacturer narrative:
Device logs were reviewed, revealing no obvious faults. Through testing, vavd vac pressure reading determined to align with vavd vac setpoint given, but pressure reading confirmed to be incorrect through use of an external pressure sensor. Vacuum regulator determined to be faulty as its ability to gauge pressure determined to be inaccurate. Following part replacement, vavd vac pressure reading confirmed to align with vavd vac setpoint given as well as the adjoining external pressure sensor. Post-repair pm completed successfully. Vacuum regulator determined to be faulty as its ability to gauge pressure determined to be inaccurate. Faulty vacuum regulator returned to ltd for further investigation.